Event description:
The customer reported that the reservoir leaked in the pump. Customer was experiencing high blood glucose. Customer's blood glucose was 515 mg/dl at the time of the incident. Customer treated with a bolus and discarded the reservoir. The leak was around the -rings and there was no fluid in the pump. Customer stated that the leak is past the 2nd o-ring. Customer stated that there isn't an air bubble in the reservoir. Customer does not want to troubleshoot for the high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.